Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the piston did not stop during priming and insulin continued to drip after letting go of act button. Customer's blood glucose was 122 mg/dl. During troubleshooting, issue was resolved with and infusion set and reservoir change. Alarm history showed a "compromised force sensor" alarm and low reservoir alarm. Customer requested reimbursement of insulin. Customer was advised that reservoir and infusion sets would be replaced.